Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) dispatched and evaluated the instrument. Fse found the wash nozzle detergent anti-drip valve had failed. Fse replaced the wash nozzle detergent anti-drip valve to resolve the issue. The bec identifier for this is (B)(6).

Event description:
Customer generated 15 erroneous ck (creatinine kinase) results on an au5400. These results are only suspected to be erroneous as the customer could not provide the repeat results for 14 of the patients. One original and repeat result was provided, this was for patient 1. These erroneous results were due to a failed wash nozzle detergent anti-drip valve. The results were not released outside of the lab therefore there was no change to patient treatment. After ck qcs (quality controls) were observed to be out of specification customer re-ran all ck results from that day. There was no report of serious injury from this event.